Event description:
Rep reported that this is the second time for the same pt that the valve split at the anti siphon point. The valve will not be sent back. The pt is hiv positive and the doctor will not release the valve for evaluation.

Manufacturer narrative:
It has been communicated that the device and/or lot info is not available for evaluation. Without the device and/or lot info, it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot info does become available, this complaint will be re-opened and evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed.